Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date provided as (B)(6) 2013. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies.

Event description:
Patient underwent a total disc replacement on an unknown date in (B)(6) 2013. Patient presented neck pain and underwent a revision surgery for removal of the prodisc-c at c5-c6 on (B)(6) 2013. The prodisc-c had migrated anteriorly. Patient was revised to a fusion with vectra plate. Patient is doing well. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A third party evaluation was conducted by exponent biomedical engineering. All retrieved device components (superior endplate, polyethylene inlay, inferior endplate) were examined macroscopically for signs of wear and damage. The superior endplate had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surface of the endplates showed remnants of bone. The endplates showed evidence of impingement. Mating marks consistent with impingement were observed on the superior and inferior endplates. . The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear with multi-directional scratches consistent with normal wear. A review of the exponent evaluation by product development concluded there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The implant components show signs of normal wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on the superior endplate including the coating consistent with surgical removal. There are signs of impingement between the superior and inferior components. No new risks, user needs, or updates to the product development evaluation for the complaint have been identified as a result of the condition of the device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was conducted. Complaint review: this is one of approximately 42 cases reported where the prodisc-c implant migrated. Journal review: a search on pub-med using search term ¿prodisc-c migration¿ identified the following references: prodisc-c and acdf as surgical treatment for single level cervical symptomatic degenerative disc disease: five-year results of an FDA study. Zigler je, delamarter r, murrey d, spivak j, janssen m. Spine (phila pa 1976). 2013 feb 1; 38(3): 203-9. Vertebral body split fracture after a single-level cervical total disc replacement. Tu th, wu jc, fay ly, ko cc, huang wc, cheng h. J neurosurg spine. 2012 mar;16(3):231-5. Doi: 10.3171/2011.11.spine11210. Epub 2011 dec 16. [Prodisc-c mobile replacement of an intervertebral disc. A prospective mono-centric two-year study]. Stulík j, kryl j, sebesta p, vyskocil t, krbec m, trc t. Acta chir orthop traumatol cech. 2008 aug;75(4):253-61. Czech. None of these references report prodisc-c migrations that required revision surgery. The 5 year results of the prodisc-c ide study reports no implant migration with prodisc-c. Evaluation: based on the mechanical testing, the current design of the prodisc-c implant is sufficient to prevent implant migration even under shear loading in excess of those routinely seen in the cervical spine. The cause for migration in this case is not known, but likely causes for implant migration include improper surgical technique, placement, trauma and/or patient selection. These topics are covered thoroughly in one or more of the following: product inserts, surgical technique guide, and mandatory surgeon training. The risk of implant migration is captured in the implant risk analysis and is still adequately assessed. As a result, no further actions regarding functional and design requirements and risk analysis are required.